Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected failed battery test alarm was noted during testing. The pump was received with high idle current due to a faulty component on the interface board. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for failed battery test. The customer's blood glucose level was 322mg/dl. The customer's most current level was 260mg/dl. The customer treated the highs with manual injection. Troubleshoot was conducted. The pump alarmed for failed battery test. The customer was advised the pump would be replaced and returned for analysis.